Event description:
It was reported that the pack was noted to have a cracked syringe component.

Manufacturer narrative:
It was reported that the pack was noted to have a cracked syringe component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for revie and a crack was observed down the side of the syringe along the graduation measurements. No physical sample was returned for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.